Event description:
It was reported that the nurse stated they were trying to cool patient, but patient temperature (pt) had been erratic, and arctic sun device was warming. Esophageal probe in place and verified. Patient temperature (pt) was 35c but jumps to 31.7c and back up. Placing lines and cannot verify with secondary temperature source at the moment. Advised when able try flexing temperature cable to see if fluctuations were noted and verify with secondary source. Replace temperature in cable and call back if any fluctuations or issues still noted. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to cool patient, but patient temperature (pt) had been erratic, and arctic sun device was warming. Esophageal probe in place and verified. Patient temperature (pt) was 35c but jumps to 31.7c and back up. Placing lines and cannot verify with secondary temperature source at the moment. Advised when able try flexing temperature cable to see if fluctuations were noted and verify with secondary source. Replace temperature in cable and call back if any fluctuations or issues still noted. Sn (B)(6)

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.